Manufacturer narrative:
It was reported that the customer experienced a painful rash to the area where a bandage was applied. There was swelling to the area as well. The bandage was removed and the customer presented to an urgent care where they were prescribed a topical cream. The customer followed up with their pediatrician three days after the incident. The customer reports that the area has scabbed and the pain has resolved six days after the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer experienced a painful rash to the area where a bandage was applied. There was swelling to the area as well. The bandage was removed and the customer presented to an urgent care where they were prescribed a topical cream. The customer followed up with their pediatrician three days after the incident. The customer reports that the area has scabbed and the pain has resolved six days after the reported incident.